Manufacturer narrative:
The initial complaint was reviewed and found not reportable. There is no indication that this device may have caused or contributed to the reported adverse event. Upon clinical review, it has been determined there is no clear association between the reported low back pain and the acdf device. The acdf device was implanted at level c6-c7, which is not in the area of the reported pain. The reported event occurred more than 7 years after implantation with the device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and found not reportable. There is no indication that this device may have caused or contributed to the reported adverse event. Upon clinical review, it has been determined there is no clear association between the reported low back pain and the acdf device. The acdf device was implanted at level c6-c7, which is not in the area of the reported pain. The reported event occurred more than 7 years after implantation with the device.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported (B)(6) presented low back pain and left leg pain. Motor reflex was noted as abnormal at month 84. This report is 1 of 1 for (B)(4).